Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with syncope and tightness in chest. The device was interrogated and shows t-wave oversensing (twos) by the right ventricular (rv) lead and withheld therapies due to oversensing for ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.